Event description:
It was reported that a right atrial (ra) leadless pacemaker (lp) was found dislodged during post-implant checks on (B)(6)2026. Fluoroscopy confirmed device had migrated down to the tricuspid valve. The ra lp was retrieved but not replaced on 22 may 2026. The patient was stable and awake post leadless removal. The next day (B)(6) 2026) patient had symptoms of a stroke with numbness on her right arm and slow talking. Her blood pressure dropped and she coded. Cardiopulmonary resuscitation (CPR) was attempted but unsuccessful. The patient passed away. The physician does not feel the abbott product was the cause of death.

Manufacturer narrative:
The reported event of failure device dislodged or dislocated and adverse event without identified device or use problem were not confirmed. Visual inspection of the device found the outer helix to be out of spec, which was consistent with having occurred during procedure/explant damage. No anomaly was noted on the inner helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Device was able to interrogate throughout the whole analysis.